Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, while the surgeon implanted the hardware, it was noted that there was an unspecified metal shaving from the matrix screw or plate. No further information was provided. This report is for an unknown cmf implant (unknown metal). This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
The additional evaluation indicated that a metallic chip was sent for identification of the material. The macroscopic documentation revealed a chip with slightly discolored areas, probably tissue with blood from patient and two textile parts. The scanning electron microscope (sem) and energy dispersive spectroscopy (eds) investigation of the chip revealed titanium, aluminum, niobium and carbon, oxygen. The material corresponds to titanium alloy with aluminum, and niobium (tan), currently used for the matrix screws, which is an implant material. (B)(4)